Event description:
It was reported that the gold reload ecr60d did not grab the tissue. Knife pushed tissue forward and back again. Staples did not go into tissue. Tissue on the stomach was torn and had to be sutured over. Surgeon continued with new gold reload gst60d with same result. New stapler was opened. White and green reloads worked without issues. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # v95t9j. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known? Yes, status is known. Patient underwent a corrective procedure (oversewing disformed stapleline/ leakage with placing a drainage afterward to prevent infection) was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes, extended hospital stay and re-operation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2022. The mw 3005075853-2022-00598, with the device was in error. The new mw 3005075853-2022-03412, has the device analysis attached.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. D4: batch #454a73. H6: component code-g04, g06. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (b) was returned with no apparent damage and with three ecr60d reloads present. The reload (c) was received fully fired. The reload (d) was received partially fired 1/16. The reload (e) was received fully fired and with damage on reload deck. The returned device and reload (d) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage to the reload is consistent with the device being clamped over a hard object. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. One possible cause for this type of damage to the knife and reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2022. Additional information was requested, and the following was obtained: was the ¿additional surgery and drainage¿ at the time of the initial procedure or was it required additional at later date and time? Additional surgery was done at same day, but in the afternoon, a few hours after primary procedure. Can you please give details how the device is cleaned in between each firing? Or stuff is always cleaning branches in sterile water after wiping out tissue or blood with an sterile gauze. Was buttress material used and if so what brand? No. They never used buttress material. When the tissue movement was noted was the device fired over previous staple lines? Yes. It happened at third firing in total/ at second firing with an gold reload.